Manufacturer narrative:
The account replaced the siderail to repair the bed.

Event description:
The account alleged the right siderail weld is broken. He stated the rail will latch but rotates around.